Manufacturer narrative:
This is the duplicate of pr # 871473, where pr # 871473 is the pr ID of the actual complaint.

Event description:
The customer reported diagnostic error "proximal pressure sensor autozero failed." The customer confirmed the reported failure. The remote service engineer advised replacement of the solenoid valve and the data acquisition board to resolve the issue. The unit was tested and it was returned to service. There was no patient or user harm reported.